Event description:
Additional information: it was confirmed that the pump would not be explanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received per physician had confirmed that the pump was working without issues: when aspirating the pump, the reservoir volume had matched the calculated volume. It was indicated that the health problems of the patient were due to other reasons which had nothing to do with the pump therapy. It was stated that there was no doubt that the patient had received the prescribed intrathecal baclofen therapy (itb)/pump therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was empty before the refill date was reached, no pump alarm was active and the patient experienced underdose symptoms. The patient experienced seizures and increased spasticity approximately 10 days prior to hospitalization. The patient was hospitalized in the ICU (intensive care unit) and the healthcare provider (hcp) gave the patient additional medication. It was noted that the underdose symptoms occurred during a post-op procedure, however, the type of procedure was not provided. The pump was aspirated, and the reporter stated the volume was "very low." The calculated volume on the programmer stated 3.5ml; it was unclear if the pump was empty or if there was any actual residual volume. As of (B)(6) 2012, the patient remained in the ICU due to "instable situation." The pump remained implanted. It was noted that explant due to normal battery depletion was scheduled for end of the year, and had been planned prior to the event taking place. Reporter stated that it was expected that the volume discrepancy was due to human error, however that was not verified. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.